Event description:
The following has been reported: "the pump starts up however when an IV line is inserted, the error message displays "air bubble" however there is no air in the line. The machine has been tested with multiple different IV lines and displays the same message every time. No patient was involved as the error message was displayed prior to starting any infusion and an alternate machine was used." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.